Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.0/+1.0/100 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).